Event description:
It was reported that when measuring impedance using an external neurostimulator multi-lead trialing cable, the values for many electrode combinations were over 10,000 ohms and the patient could not feel stimulation. The physician decided to replace the lead and the neurostimulator. Patient status was noted as no health hazard. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead; product type: lead, product ID: 355031, lot#: n281258; product type: screening device. (B)(4).